Event description:
It was reported that the pump exhibited an alarm. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. It was determined that the most probable cause was due to the cassette recognition failure that caused the alarm to sound before nda was finalized by a defective downstream sensor or cassette product. As a result, the downstream and upstream sensor were replaced as a preventive. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: UDI and g4: 510k are unknown. B3: event date unknown.

Manufacturer narrative:
H2) correction: b5 updated.

Event description:
It was reported that the product was used during patient use. There was known patient involvement.